Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that a patient experienced a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Distributor reported that the transmitter was snapped into the sensor pod when the sensor was removed. Distributor reported that when patient removed the sensor, the sensor wire did not come out. Distributor reported that the patient is not able to see any portion of the sensor wire and that the sensor wire is not protruding from the skin. No additional event or patient information is available.